Manufacturer narrative:
(B)(4).

Event description:
It was reported that during ventricular lead revision procedure, an insulation anomaly was noted on the right atrial lead. All electrical measurements were in normal range. The lead was capped and replaced. The patient's condition was good before and after the procedure.